Event description:
The patient's wife stated that the patient's infusion device has displayed "888" during normal operation (888 is displayed when new batteries are inserted into the infusion device or when the device is reset to a new insulin cartridge). The wife stated that the patient placed the infusion device in stop mode and then back in run mode to clear the "888" from the display. The wife stated that the patient is not comfortable with the infusion device. The wife was unable to provide additional information regarding the incident. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.